Event description:
It is reported that the surgeon attempted to implant 60mm trilogy longevity constrained liner, but locking tab would not engage/lock. Several attempts were made with no success. Eventually, the surgeon determined that he would not be able to lock the constraining tabs. Surgeon implanted longevity constrained liner without using the locking ring. Surgeon determined that stability was sufficient enough without the locking ring.

Manufacturer narrative:
Eval summary: it was alleged that the locking lab would not appropriately engage or lock with the trilogy longevity constrained liner. The locking tab does not give tactile or audible feedback when it has been fully seated and the surgeon did not provide info that led him to believe the ring was not seated properly. The poly liner has not been returned, so interaction between the liner and ring could not be properly investigated. Cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. (B)(4). Total # of events: 4. Event type: malfunction. Reason for exemption: this MDR is being submitted late, as this issue was identified during a retrospective review of complaint files.